Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A technical support specialist (tss) received the case to confirm if the issue was still occurring. An outbound call was made and informed that was unavailable but was aware of the issue and believed it was resolved, although could not fully confirm. The customer was informed that a callback would be made or requested once customer was available to verify the status. The case was placed on hold while monitoring continued. A server downtime query was run with no issues found, and a follow-up with the customer was planned to confirm resolution. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient data was not current and patient had interface problem. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.